Event description:
Attempts at product return revealed that the facility, historically, does not keep explanted devices and discards in surgery.

Event description:
It was reported that the patient was referred for vns generator replacement surgery due to battery depletion. Diagnostics on the form received indicated that the patient's vns was at a near end of service, or neos, = no condition and impedance values were within normal limits. Clinic notes were later received that the patient was experiencing some breakthrough auras, which were attributed to the low battery life, which was at 25%. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process, but reworked and released from the additional screening implemented. The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.